Event description:
It was reported the camera head had a wobble at the connector section. The issue was found during a therapeutic transurethral resection of the prostate procedure that was completed using a similar device. There was no patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause linked to device, but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found, during reprocessing. The intended procedure was therapeutic transurethral resection of the prostate. Which was completed using a similar device.